Event description:
A health authority received 38 reports of implanted intraocular lenses (iols) in 25 pts with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. These defects have created disabling glare effects. Thirteen of the pts are bilaterally implanted; twelve of the pts are unilaterally implanted. This report is unilaterally implanted. No further info is expected. There are 38 reports associated with these events; this is the thirty sixth report.

Manufacturer narrative:
Eval summary: the product was not returned for analysis as the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. No further info is expected. (B)(4).